Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported by the rep the staples were not forming properly during closing of skin. Opened another prw35 to complete the case. There was no consequence to the pt.